Event description:
It was reported that a transient ischemic attack (tia) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman pro closure device was implanted. At an unknown date post index procedure, the patient presented with a tia. A transesophageal echocardiogram (tee) was performed in response to the tia and device related thrombus (drt) was discovered. The physicians placed the patient back on eliquis medication. No other patient interventions or consequences were reported.